Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4). The initial result at 9:15 am was 4.1 inr and the repeat result was 2.9 inr. Another test performed at 11:00 am with test strip lot 22385523 had a result of 4.3 inr. The customer reported all of the results to the doctor and none were trusted due to difference. A venipuncture was then performed at 1:00 pm and the result was 3.4 inr. The reagent used by the laboratory was not known. The customer was not treated based on the meter results. There was no allegation of an adverse event. The customer had no known anemia, polycythemia, heparins, antiphospholipid antibodies, or other anticoagulants. The therapeutic range was 2.0-3.0 inr. The returned meter and strips from lot 22385523 were received for investigation. They were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.5 inr . Donor hct: 52% and 49%. Testing results: donor 1: master lot / customer strip and meter, 2.3 inr/ 2.3 inr. Donor 2: master lot / customer strip and meter, 2.5 inr/ 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.